Event description:
It was reported that the patient experienced a hyperglycemia event on (B)(6) 2026 due to an insulin flow blocked alarm caused by the use of an expired infusion set resulting in high blood glucose and patient was treated with manual pen.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.